Manufacturer narrative:
(B)(4).

Event description:
It was reported that the neurostimulator was turning off. The event occurred after the patient had been working with a skill saw in his garage. The device turned off and the patient's tremors returned. Electromagnetic interference was suspected. It was also reported that the patient was not able to adjust stimulation and that all the lights on the patient programmer were blinking. The patient had tried multiple new batteries but the lights continued to blink. Additional information has been requested but was not available as of the date of this report.